Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 32 x 2.75mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube identified shaft break at 22.6cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 32 x 2.75 promus premier select drug-eluting stent was advanced for treatment. However, upon implantation of the stent, it was noticed that the shaft from the proximal part was separated. The procedure was completed via alternative method. There were no patient complications reported. It was further reported that the device removed by simply pulling out.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 32 x 2.75 promus premier select drug-eluting stent was advanced for treatment. However, upon implantation of the stent, it was noticed that the shaft from the proximal part was separated. The procedure was completed via alternative method. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 32 x 2.75 promus premier select drug-eluting stent was advanced for treatment. However, upon implantation of the stent, it was noticed that the shaft from the proximal part was separated. The procedure was completed via alternative method. There were no patient complications reported. It was further reported that the device removed by simply pulling out.

Manufacturer narrative:
B5: updated describe event or problem.